Event description:
It was reported that the user experienced elevated blood glucose after a supply change and shower when the infusion set was applied and the ilet was reconnected, with a peak of 207 mg/dl and no device alerts; troubleshooting identified that tubing priming had not been performed, and the caregiver subsequently primed the tubing until drops were observed and reconnected. Customer support¿guided verification of infusion line priming and delivery confirmation via observed drops during a manual bolus were provided by the agent. Investigation of this case revealed user setup error related to unprimed infusion tubing, with no device malfunction observed. No clinical symptoms associated with hyperglycemia reported. Outcomes included no need for outside assistance or medical intervention, and glucose was expected to return to range within approximately 90 minutes after proper priming. It was concluded, based on previously established findings for similar reports, that the cause was hyperglycemia with cause unclear at intake but attributable to user technique during infusion set and tubing change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.